Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 419 mg/dl. The customer had been experiencing high blood glucose levels for the past three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that she has had problems with bent cannulas and the infusion set tape sticking to the inside wall of the insertion device. The customer stated that the health care professional wants the insulin pump replaced. Nothing further was reported.